Event description:
Initial application of halo crown was done in 2009. Sometime after the doctor tightened loosened pins, the pins went into the bone without torque. It was found that the screw had penetrated the bone of the skull. As a result of this outcome, an MDR is filed to document the event.

Manufacturer narrative:
No definitive root cause can be found at this time. Pt was reported to have osteoporosis which may have been a contributing factor in this event. The devices are dependent upon proper application and fixation as well as pt bone quality and compliance.